Event description:
It was reported that a user participating in the ilet experience study experienced a hypoglycemic event of unclear cause while using the device, and a follow-up call to obtain additional details was not completed. Symptoms included shaking, sweating, and nausea consistent with hypoglycemia. Outcomes included no reported alarms or alerts and no reported medical intervention or hospitalization. Investigation included attempts to obtain additional information from the user. Investigation of this case revealed insufficient information to determine a device malfunction or user-related factor. It was concluded that the cause of the hypoglycemic event could not be determined based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.